Event description:
It was reported that patient underwent total hip arthroplasty on (B) (6) 2007. Subsequently, a revision procedure was performed on (B) (6) 2010 to remove and replace the acetabular cup due to loosening.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur.

Event description:
It was reported that patient underwent total hip arthroplasty on (B) (6) 2007. Subsequently, a revision procedure was performed on (B) (6) 2010 to remove and replace the acetabular cup due to loosening.

Manufacturer narrative:
The risk manager at the user facility forwarded the following response via email after receiving a faxed letter from biomet on march 26, 2010 with event details: the patient had fallen some months before the replacement of the acetabular cup, and it is believed that the fall caused the prosthesis to become loosened thus resulting in the need for the hip revision.